Manufacturer narrative:
Additional information was received that no device malfunction was suspected and bsn representative did not believe that charging issue was due to fall.

Event description:
A report was received that the patient's ipg would not charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg would not charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to the patient did not want to charge anymore. The patient was doing well postoperatively. Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed and revealed normal device characteristics.

Event description:
A report was received that the patient's ipg would not charge. The patient will undergo an ipg replacement procedure.